Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope exhibited resistance in the suction channel and leaked black liquid. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6. Corrected fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) years since the subject device was manufactured.   Based on the results of the investigation, olympus confirmed the adhesion/clogging of the material in the scope. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel, but neither the type of material nor the root cause could be conclusively specified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in evis exera ii gif type 180 series operation manual, chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis exera ii gif type 180 series reprocessing manual, chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.